Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter (of power PICC for power injection, which was placed in the patient) was unable to bear the pressure and damaged so that the contrast medium leaked out as the unconfined route of triple lumen catheter was used to infuse contrast medium on CT thoracoabdominal imaging for the patient of traumatic arterial injury. There was no reported patient injury.